Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the lead dislodged about 2 months after the implantation and the patient received 2 inappropriate shocks. A revision is expected. No additional adverse patient side effects were reported.

Manufacturer narrative:
On (B)(6) 2016 - this lead was found to have dislodged again, on (B)(6) 2016. The lead was revised the same day and remains implanted. No adverse patient side effects have been reported.